Manufacturer narrative:
The siemens customer care center (ccc) was contacted by the customer. The ccc evaluated the instrument data and determined that the customer was using a stat spin centrifuge. The ccc recommended that the customer follow the tube vendor procedures for sample handling and to ensure sample tubes are full draws. The cause of the discordant sodium and chloride results is unknown. The customer successfully ran qc. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant sodium (na) and chloride (cl) results were obtained on five patient samples on a dimension exl with lm instrument. The customer only provided data for one patient that displayed discordant sodium (na) and chloride (cl) results. The discordant na and cl results were reported to the physician(s). The sample was repeated on the same instrument and the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant na and cl results.